Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Charge is a little low and then chair stops with wrench flashing but not aware how many times.